Event description:
Customer reported he just upgraded to a 530g insulin pump and his blood glucose has been lower than usual, even though his basal rates are the same. Customer's current blood glucose is 56 mg/dl. He treated with juice and breakfast. Customer also reported being hospitalized on (B)(6) 2014 for low blood glucose. His blood glucose was 75 mg/dl when hospitalized. He had a hypoglycemic seizure. He does not know the cause of his low blood glucose. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. Customer was advised to monitor the device and call back when needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.